Event description:
It was initially reported that the evening prior to the pt's scheduled pulse generator revision, the pt passed away. The pt's device was believed to be at an end-of-service condition, so was referred for battery replacement. A search performed in the MFR's programming history database showed that the last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.